Event description:
The pt called alleging missing readings on the pt's one touch ultralink meter. The pt took three readings last night and claims only two of the results were recorded. The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. The meter is not a new product (out of box). The pt denied any meter trauma. Meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.